Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and replaced the tubing, ict pinch valve (c-35016640-01 lot # sz42056428 & tubing, peristaltic head (rohs) (7-202464-01 lot # sz60095416), which resolved the issue. A review of the alinity ci processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the tubing, peristaltic head (rohs) and tubing, ict pinch valve. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of tubing, peristaltic head (rohs) and tubing, ict pinch valve. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the tubing, peristaltic head (rohs) and tubing, ict pinch valve.

Event description:
The customer observed falsely decreased sodium results generated from alinity c processing module for one patient. The results provided were: initial on plasma=114 meq/l /repeated on serum=143 meq/l /repeated on plasma=143 meq/l laboratory reference range for sodium=136 to 145 meq/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated from alinity c processing module for one patient. The results provided were: initial on plasma=114 meq/l /repeated on serum=143 meq/l /repeated on plasma=143 meq/l laboratory reference range for sodium=136 to 145 meq/l there was no reported impact to patient management.